Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. No device was returned for evaluation; radiograph images were provided; however, the reported event was unable to be confirmed. Pre-revision radiograph reviewed. The right knee appears unremarkable for signs of prosthesis wear or tibial/femoral loosening. The femoral component is slightly uneven as there is slightly less room between the metal components on the medial side as compared to the lateral side. However, this observation cannot confirm the presence of component loosening. No manufacturing process-related non-conformances, deviations, or exceptions are associated with these devices. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d6b, g4, h6. MDR section codes updated/corrected: b. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6) a10012 - gps implant kit v2. (B)(6) 02-012-45-5050 - bandeja tibial logic fit 5f/5t. (B)(6) 02-010-03-0350 - logic femur cr cementado nº5 der. (B)(6) 21-0901-19y-v1 - stryker lpi s7/6/5/4 h. Sierra 90*13/21*1,19. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, who had an initial knee implant, underwent a revision procedure. Polyethylene wear with joint inflammatory reaction and osteolysis at the bone-prosthesis interface was indicated. Additionally stated ¿need for surgical intervention to prevent injury or permanent disability. Significant disability.¿ no further information is available.